Manufacturer narrative:
An event regarding an excessive gap between the locking ring and shell involving a centrax duration 26mm x 53mm was reported. The event was not confirmed. Method & results: device evaluation and results: dimensional inspection confirmed that the gap between the locking ring and the shell was within specification. Medical records received and evaluation: not performed as it is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the investigation concluded that reported product was dimensionally within specification. According to (B)(4), the allowable gap size is between .005 and .035 inches. The devices were send for a dimensional inspection which concluded that the gap size on the returned device is between .010 and .027 inches, further proving that the device is within specification.

Event description:
The surgeon assembled the 26mm inner head +/- 0mm and 41mm centrax cup on the operation table, then the insert head and centrax cup was assembled to the stem. The surgeon impacted the centrax cup. The surgeon confirmed if the cup and the head could not be removed with pulling the cup and inner head. The surgeon checked the rom, he noticed the locking ring was disassembled from the cup. So, the centrax was removed from the stem once. Though the surgeon tried to insert into the cup again and tried to assemble the locking ring, the ring could not be locked properly and about 0.5mm gap occurred. When the surgeon pushed the ring, opposite area was lift. The surgeon used 40mm centrax cup and 22mm +/- 0mm inner head instead of them and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon assembled the 26mm inner head ±0mm and 41mm centrax cup on the operation table, then the insert head and centrax cup was assembled to the stem. The surgeon impacted the centrax cup. The surgeon confirmed if the cup and the head could not be removed with pulling the cup and inner head. The surgeon checked the rom, he noticed the locking ring was disassembled from the cup. So, the centrax was removed from the stem once. Though the surgeon tried to insert into the cup again and tried to assemble the locking ring, the ring could not be locked properly and about 0.5mm gap occurred. When the surgeon pushed the ring, opposite area was lift. The surgeon used 40mm centrax cup and 22mm±0mm inner head instead of them and the procedure was completed.